Event description:
The facility states that an intraocular lens model number aq2003v was damaged as it was being implanted into the pt's eye. The surgeon enlarged the incision to remove the lens. It is unk what caused the damage to the lens.